Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer was unable to self-treat, requiring healthcare professional administration of insulin, glucagon, and/or other medication for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Visual inspection was performed and cracked sensor neck was observed along with carbon print. Continuity test passed, indicating that the observed additional carbon print does not have an impact on sensor functionality. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. In addition, the passing of the sim vivo test during the investigation indicates that the cracked. Sensor neck that is present did not impact the sensor¿s ability to generate an accurate glucose reading.. Sensor state 5 is an indication of normal sensor termination and full wear by the user, therefore the cracked sensor neck observed during investigation occurred post-wear. This issue is therefore not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer was unable to self-treat, requiring healthcare professional administration of insulin, glucagon, and/or other medication for treatment. There was no report of death or permanent impairment associated with this event.